Manufacturer narrative:
One device was returned for repair with complaint of cassette sensor error. No service history found. No error codes found in event log. Visual/functional testing was performed. During 50ml cassette test, found that the pump would give an error of cassette not attached properly, confirming complaint. The manufacturer representative replaced the downstream occlusion (dso) sensor, dso bezel, dso seal, latch lock flex sensors, and air detector. The manufacturer representative updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was a cassette sensor error. The event happened during testing. There was no patient involvement.